Event description:
The neuro embolization coil would not exit the sheath during the prep of the coil. Manufacturer response for detachable coil, neurovascular target 360 nano detachable coil 3mm x 6cm & 3.5mm x 6cm (per site reporter), unknown.